Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and indicated that she was hospitalized on (B)(6) 2011, for dka. The patient was reportedly treated with an insulin drip and IV fluids. The patient was dehydrated as well. No illness or any other cause of elevation was noted when she was in the hospital. When the patient's site was removed in the hospital the patient infusion site was did not appear to be bent. There no signs of a leakage or air in the cartridge. No site issues were noted. At the time of discharge on (B)(6) 2011, at 6:00 pm, the patient's blood glucose (bg) level was at "130 mg/dl." After eating dinner, the patient's bg rose to "214 mg/dl." By 8:00 pm that same evening, the patient allegedly developed large ketones and her doctor instructed her to call animas right away. Through troubleshooting, the animas representative involved in this contact noted that the pump's I:c ratio was incorrectly set to 1:15 instead of 1:10. The reporter called animas back the next day on (B)(6) 2011, after consulting with the patient's doctor. The patient's doctor demanded that the pump be replaced although troubleshooting of the pump did not find any issues. The reporter was able to see drops during the prime step. The patient's doctor placed the patient on a backup plan of insulin injections. No associated alarms were observed. The basal and bolus history, and tdd were correct. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka and the patient's doctor insisted that the pump be replaced. At this time, it is unknown if the subject pump contributed to the patient's injury since no issues were found with the device during troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump history indicated that the pump was suspended on (B)(6) 2011 at 2:20 pm and the pump was rebooted on (B)(6) 2011 at 12:23 pm. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.